Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to survey source, there were five patients that experienced seroma or hematoma after using our two products.